Event description:
Procedure type: colon resection. Patient gender: unknown. There were no abnormalities noted during the procedure and the anastomosis was normal. One day post-operatively, the patient suffered from blood loss. The second day post-operatively, the patient was re-operated due to peritonitis. It was reported that the stapling failed. No further patient or procedure details available.